Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called with accuracy concerns. Was consistently getting high readings and wound up in the hospital with a low blood sugar. Thinks the meter is reading wrong.